Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check, the cs100 intra-aortic balloon pump (iabp) had damaged wheels. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer(fse) evaluated the unit and replaced of wheels (d401-00-0061, d401-00-0062) and batteries according to budget. Batteries are replaced due to maintenance. Equipment tested and operational.

Event description:
N/a.

Event description:
It was reported during routine check by preventative maintenance by getinge field service technician, the cs100 intra-aortic balloon pump (iabp) had damaged wheels and batteries in need of maintenance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).